Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. During the investigation mmdg could not replicate the complaint, and found no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "does not beep or stop when dose is done, pumped air". They stated that the pump was set to deliver a dose of 70ml at a rate of 29ml an hour. The initial reporter also stated that the patient had experienced no adverse events due to the complaint. (B)(4).